Manufacturer narrative:
Age at time of event: patient was in her 70s.

Event description:
It was reported that thrombosis occurred. Two 6 x 120 x 130 and one 6 x 40 x 130 eluvia drug-eluting vascular stent systems were implanted in the totally occluded, moderately calcified, and moderately tortuous superficial femoral artery (sfa). Post-dilation was performed after stent placement. Thrombus developed inside all three stents. The thrombus was removed through thrombus suction was performed and the procedure was completed. Two weeks later, the thrombus appeared in all three stents again. Thrombus suction and ballooning were performed. The stent edge at the beginning of the sfa was insufficiently expanded and was expanded by ballooning. The physician believed the thrombus could have been caused due to insufficient stent expansion in the proximal sfa. No further patient complications were reported.